Event description:
On 11/26/1999 a pt in mexico undergoes a "tumt" treatment for benign prostatic hyperplasia. On 1/3/2000 pt presents at the hosp with a vesico-rectal fistula. Physician placed a foley catheter in the pt so that urine would no pass through rectum. Pt is currently under observation. At this time, the physician believes that no surgery will be necessary.